Manufacturer narrative:
Service was not dispatched for this event. No further information was provided by the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that, upon receiving, liquid was leaking from the cyto-stat/clone (c-s) (B)(4). The liquid adhered to the label. There was no death or injury to the operator as a result of this incident. There was no exposure to open wounds or mucous membranes and the customer did not seek medical attention. The operator was wearing personal protective equipment (ppe): gloves, lab coat and goggles.